Manufacturer narrative:
Once analysis is complete this event will be updated and resubmitted.

Manufacturer narrative:
Once analysis is complete this event will be updated and resubmitted.

Manufacturer narrative:
Boston scientific received this lead at the post-market quality assurance laboratory. This lead had been severed during the explant procedure. Deformed conductor coils and insulation damage was noted most likely due to a grabbing tool and removal of the suture sleeve. A resistance test was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations as none of the coils were separated.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Additional information was received that the patient with this lead developed an infection which also necessitated the system explant. No adverse patient effects reported.

Event description:
Boston scientific received information that this implantable lead was explanted during a procedure due to device erosion. The lead was explanted because the patient has not required therapy. During extraction, the stylet was going between the coil and insulation. Different stylets were utilized to explant the lead successfully. No additional patient effects reported.

Event description:
Subsequently this lead was returned to boston scientific for laboratory analysis.